Event description:
Consumer claims she has had her tb for seven weeks. Her and her husband have both gotten two cracked teeth and broken fillings. Consumer would like to know what to do with the toothbrush, or if it's user error.